Event description:
It was reported that handle broke during intervention. Delay greater than thirty minutes was reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The shaft on the device fractured at one of the swivel joints. The shaft and shell were manufactured in 2009 and the handle was manufactured in 2015. The device exhibits signs of extensive wear/usage. The shaft most likely fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the shaft could not bear the imposed torsional loading, which lead to a fracture. Fatigue cracking is caused by the reamer bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. A review of complaint history did not reveal additional complaints for the listed batches for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Credit will be issued for the device.

Manufacturer narrative:
The associated complaint device was not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.